Event description:
It was reported that intermittent occlusion alarms occurred. System check could not be performed as the occlusions occurred in the past. Customer reverted to an alternate method of insulin therapy. There was no adverse impact reported.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check could not be performed as the occlusions occurred in the past. Customer changed the infusion set, but ultimately reverted to an alternate method of insulin therapy. There was no adverse impact reported.